Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments and analyzed with no anomalies found. The proximal conductor was distorted and there was apparent explant damage. (B)(4): the full lead was returned in segments and analyzed with no anomalies found. All conductors were cut, there was cosmetic environmental stress cracking on the outer insulation, all insulators were breached cut, and there was apparent explant damage.

Event description:
It was reported that the right atrial lead had no atrial capture and the right ventricular lead had questionable lead positioning. Both leads were explanted and replaced due to dissatisfaction with the product. No patient complications have been reported as a result of this event.